Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2012, to correct migration of the receiver/ stimulator. The procedure was completed successfully and the implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.